Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was not measured. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid ( 3.0 mg/ml at 0.6010 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient's pump was interrogated on (B)(6) and the device logs showed a motor stall on (B)(6) at 11:52 and recovery the same day at 12:48. It was indicated the event was related to the device or therapy but the cause was not known. No actions were taken and the issue resolved without sequelae on (B)(6).